Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with leakage.there was no report of injury or further medical intervention.

Manufacturer narrative:
An insyte autoguard 20 gauge unit was received from lot 7244570 for evaluation. Our quality engineer visually inspected the returned unit and observed that there was damage on the threads of the luer adapter. Next, a water leak test was performed and leakage was not observed around the area of the damage. However, the damage on the threads did prevent a successful connection between the adapter and a male luer. Based off of the visual inspection the engineer determined that the damage to the threads was caused during the manufacturing process. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production. This appeared to have been the first reported case of thread damage associated with this lot. Therefore, no corrective actions were deemed necessary at this time as this was within our aql for this defect. A review of the device history record revealed zero defects found zero defects found related to this issue. We appreciate you taking the time to bring this observation to our attention. Manufacturing ¿ the damage observed could occur anywhere within zones 1, 2 or 5 that an adapter luer comes in contact with equipment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with leakage.there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no . Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.